Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have a fractured blade. Fragments were reported to have fallen inside the patient and were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. It is not known what surgical task was being performed as the issue occurred or how long the instrument was in use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument was removed during the procedure, and it was straightened, no resistance was felt through the cannula. No damage was noted to the cannula or to the instrument after the event occurred. All fragments were confirmed to be removed with the assistance of the assistant. No additional surgical procedures were required to remove the fragments. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The customer used another instrument of the same kind to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the midpoint. A piece approximately 0.085" x 0.444" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis. .